Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that by a call that the inflatable penile prosthesis (ipp) device was partially inflated. It was informed the erection is half of what was naturally. It was also mentioned that the patient has not been able to inflate on his own and has attempted several times for more than 30 min in the bathtub without success and the pump was hard as a rock and he has induced pain to his scrotum. Some guides were provided to the patient about the correct device handling and the patient was able to inflate the cylinders and deflate as well. It was also explained differences between natural and prosthetic erection and realistic expectations of length loss and the patient was encouraged 2-3 per day to stretch tissue and potentially regain lost length. Another medical appointment was suggested to clarify all the concerns, but it was not accepted.